Event description:
A report was received that the patient could not charge the ipg out of hibernation. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The complaint in regard to the charging issue was not verified. In the lab, the depleted ipg was charged fully in one. The battery depletion and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. This result attested that the device is capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient could not charge the ipg out of hibernation. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.